Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site. It was also noted that the patient was not getting any pain relief despite the reprogramming done. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.